Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during implant, the physician reported resistance while inserting the leads into the device header port. The system was successfully implanted and to date remains in service with no further reported complications.